Event description:
The hospital reported that during an endoscopic vein harvesting procedure, co2 did not pass through the vasoview 6 co2 line. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
The product is not available for evaluation. (B)(4).